Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit fungal contamination was discovered. The following information was provided by the initial reporter: the tb lab staff went to reconstitute a vial of panta lot 0149921 with the growth supplement lot 0149929 and noted what appears to be a fungal ball of contamination that was in the liquid supplement and was transferred to the panta when reconstituting it.

Manufacturer narrative:
Mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). During the kit packaging of this product, vials are visually examined manually. Mgit 960 growth supplement batch number 0149929 and panta batch number 0149921 were provided for the investigation of this complaint. The batch history record reviews for mgit 960 growth supplement batch 0149929 and panta batch 0149921 were both satisfactory and no quality notifications were generated. Filling, capping and crimping processes were within specifications. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include bioburden testing. Samples are reconstituted as needed and incubated at 25 c and at 35 c for 14 days. All bioburden testing performed on this batch was satisfactory per our internal procedures. Retention samples from supplement batch 0149929 (10 vials) were available for inspection. No crimp, vial or media defects were observed in 10/10 supplement retention vials. Likewise retention samples from panta batch 0149921 (10 vials) were available for inspection. There were no crimp, vial or media defects observed in 10/10 panta retention vials. To test for the investigation, two panta vials from batch 0149921 were reconstituted with two supplement vials from batch 0149929. There was no evidence of any fungal or particulate matter in the reconstituted panta vials. One reconstituted panta and one remaining supplement vial were incubated at 20-to 25 degrees celsius and the other reconstituted panta vial and remaining supplement vial went into 33 to 37 degrees celsius incubation. At five days incubation, no microbial growth was observed at either incubation temperature. Three photos were received to assist with the investigation. No returns were received. The first photo shows a reconstituted panta vial from batch 0149921 with no crimp cap and there is a dark material in the media that could be fungal growth. The second photo shows a vial label from panta batch 0149921 to verify. The last photo shows a supplement vial from batch 0149929. The top of the supplement vial cannot be seen in the photo and the vial does not appear to contain any media. No 245124 kit batch number was provided to properly complete an investigation. However, manufacturing records for growth supplement batch 0149929 and panta batch 0149921 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no complaints taken on the probable kit batch. This product is not labeled as sterile. Media should be inspected prior to use and should not be used if medium shows evidence of contamination, discoloration or other signs of deterioration. While the observation of growth in the panta vial pictured is acknowledged, a 245124 kit batch number was not provided to properly complete an investigation. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed for a defect in a 245124 kit.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd bactec¿ mgit¿ 960 supplement kit fungal contamination was discovered. The following information was provided by the initial reporter: the tb lab staff went to reconstitute a vial of panta lot 0149921 with the growth supplement lot 0149929 and noted what appears to be a fungal ball of contamination that was in the liquid supplement and was transferred to the panta when reconstituting it.